Manufacturer narrative:
The device was returned for analysis. Returned device analysis could not replicate the reported difficulty opening the clip, difficulty closing the clip, difficult clip deployment, and arm positioner resistance in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficulty closing the clip, difficulty opening the clip, difficult clip deployment, and arm positioner resistance appear to be cascading events of the broken l-lock tabs. A cause for the observed broken l-lock tabs could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
This is filed to report difficulty detaching the clip. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with grade 3+. During preparation of a mitraclip ntw (21006r1024), resistance was noted and the clip was hard to close. After establishing final arm angle (efaa), resistance occurred while opening the clip. Therefore, the clip was not used and was replaced. There was no patient involvement. A mitraclip ntw (21006r2073) was then selected for treatment. The clip was prepped with no issues and introduced into the patient. During grasping attempts, the clip briefly became stuck in the chordae, but was removed via standard troubleshooting. Strong resistance was also encountered while closing the clip. Therefore, the clip was removed from the patient. Outside of the patient on the preparation bench, both of the ntw clips were attempted to be deployed, but neither were able without difficulty. The deployment sequence was performed per instructions for use (IFU), but the clips were still firmly attached to the system. The actuator knob was turned 3-4 more times and was pulled, allowing the actuator mandrel to be completely removed and the clips to detach. A mitraclip nt (20810r1082) was selected for treatment and implanted successfully. Shortly after deployment the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The patient experienced an atrioventricular block (av) and required an external pacer. An additional clip was not implanted to stabilize, due to gradient concerns. The procedure was completed with one clip implanted. The mr was reduced to grade 1-2. There was no clinically significant delay in the procedure. No additional information was provided.